Event description:
It was reported that there was a lead warning for low impedance in the right ventricular (rv) lead. The rv lead sensing and pacing polarity were reprogrammed. The rv lead remains in use. There were no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.